Event description:
It was initially reported that there was a malfunction of the device where it was believed the opening of the device was bent. An alternate device was obtained to complete the surgery, however the surgeon was required to perform additional suturing due to the damage to the thigh. The original intended procedure was wide local excision of scalp vertex carcinoma in situ creating a defect of 6.5 x 7. The surgery was delayed between 16-30 minutes. No additional information available at this time.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.